Event description:
It was reported that the flexor introducer sheath included in the rosch-uchida transjugular liver access set unraveled and separated during a transjugular intrahepatic portosystemic shunt (tips) procedure with esophageal varices embolization. The tips procedure was performed without any issues, as the uncovered portion of the competitor stent was released and opened as expected. Withdrawing of the flexor sheath to release the covered portion of the stent occurred without resistance. Only a small dent/buckle was identified within the stent via x-ray imaging. However, when exiting the patient's skin, the coil within the flexor sheath was found to be unraveled and still emerging from puncture site. X-ray imaging showed the unraveled coil to be from the superior vena cava down to the hepatic vein, caught within the competitor stent. Pulling carefully under x-ray control did not free the unraveled coil from the stent. As attempts for removal were made, stent movement was observed. When the lumen of the stent became completely closed, a decision was made by the physician to cut the flexor coil at skin level, leaving the remaining portion in the body of the patient. The patient is currently not experiencing any problems like arrythmia or thrombus. The situation is now in interdisciplinary review to determine ongoing management. Further secondary intervention for the patient has not been decided at this time, as it was noted that it may be possible that the wire is left in place. The liver tissue was cirrhotic and quite dense, coupled with the covered structure of the stent, most likely masked any visibility of the unraveling flexor sheath within the patient.

Manufacturer narrative:
H3 - device evaluated by mfg?: device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.